Event description:
It was reported by that there was a lead warning for high impedance that reached a maximum reading of 2350 ohms. It was also reported the lead had an apparent fracture. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.